Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced and blood and tissue were present. The plunger had been depressed and retracted.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off in the patient's mouth. No serious injury to the patient was reported.